Event description:
A synsiro pro drug-eluting stent system was selected for treatment of a mildly calcified lesion (75 percent stenosis degree) in the mildly tortuous rcx. The stent was stripped from the carrier balloon. The stent was still on the shaft of the delivery system, which was not noticed by the operator. After the presumed stent dilation, the complete system was pulled out and the stent was then at the edge of the rcx. An attempt of retrieval was made as the stent was still on the guidewire. This attempt was almost successful, but when the stent was already in the guiding catheter it slipped off again and was flushed into the rcx. The stent was adapted to the vessel wall with another stent.

Manufacturer narrative:
Combination product: yes. The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided angiographic material was reviewed. The actual complaint event is not visible. The angiographic material does therefore not provide further relevant information regarding the root cause of the complaint. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.